Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the doctor pushed the carrier system in the angio-seal sheath there was no click, the anchor was not locked properly, and he was stuck when he pulled back. He needed to cut the black wire. The event occurred during use on patient/during placement. There was minor injury to the patient. Additional information was received on 13feb2025: the type of procedure that was being performed for the patient was a catheterization using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was stable. Hemostasis was achieved by manual compression. There was no blood loss. There was no concomitant medical products or devices used with the angio-seal.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) angio-seal vip device was returned to terumo medical corporation. The returned sample includes the arteriotomy locator, guidewire, hemostasis sheath, carrier tube and header bag. The device was subjected to visual and functional testing. The device appears to be in unused condition as there were no visible signs of blood. The hemostasis sheath and carrier tube were fully mated in rear lock position with the anchor posted on the hemostasis sheath tip. The anchor was manually pulled, and the anchor, collagen and tamper tube were successfully deployed. Additionally, a video was provided demonstrating the mating of the hemostasis sheath and carrier tube and setting the device to rear lock position. The device appeared to function as intended and no abnormalities were noticed. The complaint could not be confirmed for an issue during device use. The exact root cause could not be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).